Event description:
(B)(4). Irregular periods, painful periods, painful intercourse, bad cramping, migraines, ovarian cysts, vaginal discharge, chronic pelvic pain, severe bloating, bowel issues, dizziness, night sweats, hair loss, weight loss, rash, acne, nausea, hip pain, back pain, brain-fog, extreme tiredness.